Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-dependent, asymptomatic patient presented in-clinic, lead dislodgement due to twiddler's syndrome was observed. The lead was explanted and replaced when repositioning was unsuccessful due to the helix being bound with tissue in the tip. The patient was fine during and after the procedure.